Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/severe pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, candidiasis, urination pain and vulvovaginitis. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infection"), urinary tract disorder ("urinary problems"), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune-like symptoms"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, infection, urinary tract disorder, genital haemorrhage and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage, infection, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: bilateral fallopian tube microinsert in satisfactory position resulting in grade 1 occlusion at uterine cornua bilaterally. Normal appearance of uterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / severe pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, candidiasis, urination pain and vulvovaginitis. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infection"), urinary tract disorder ("urinary problems"), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune-like symptoms"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, infection, urinary tract disorder, genital haemorrhage and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage, infection, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: bilateral fallopian tube microinsert in satisfactory position resulting in grade 1 occlusion at uterine cornua bilaterally. Normal appearance of uterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.